Event description:
It was reported by the customer that during a procedure, the femoral canal brush lost some bristles while in use. The bristles were washed out with the stryker surgilav system. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The femoral canal brush involved in the reported event was evaluated. During the evaluation, the tech noted brush fibers were broken off. The use of the femoral canal brush consists of moderate handling to clean the affected area of the pt. This practice could cause that the tips of the brush to suffer some damage if the handling increases with force and friction.